Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
During inspection and testing, error code e619-data transfer occurred when the coagulation switch was pressed. A review of the device history record found no deviations that could have caused or contributed to error code e619. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue was confirmed during testing. The device was not recognized by the generator when connected. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during a total laparoscopic hysterectomy procedure, the subject device was not recognized by the generator when it was plugged in. Another generator was tried with the same result. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, error code e619-data transfer occurred when the coagulation switch was pressed. This report is being submitted for the malfunction found during evaluation (error code e619).